Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024, which is off-label usage of the device. Date of event is an approximation. On 02/19/2024, it was reported that the patient¿s cgm was reading 300 mg/dl. The patient sat down and then lost consciousness. The patient¿s wife called emergency medical services (ems). Once ems arrived, the patient¿s bg meter reading was between 46-48 mg/dl and the cgm was reading 200 mg/dl. The patient was wearing a tandem insulin pump. The patient was transported to the ER and treated with unspecified IV fluids. He was hospitalized for one week prior to being discharged. It was not specified how long the patient was unconscious during this event. The patient was ¿not having any current issues¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The reported glucose values fall within the d zone of the parkes error grid when checked by the ems. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.